Event description:
It was reported that the patients spinal cord stimulator (scs) leads had high impedances causing inadequate stimulation. No device malfunction suspected. The patients leads were replaced with an MRI compatible device and that the patient was doing well postoperatively. The explanted leads were discarded by the medical facility and will not be returned.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 471662, UDI: (B)(4).